Manufacturer narrative:
No manufacturing cause identified based on investigation.

Event description:
Pieces of tampon would be falling apart [device breakage]. Case description: consumer reported via phone that the pieces of the tampon were falling apart. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Pieces of tampon would be falling apart [device breakage]. Case description: consumer reported via phone that the pieces of the tampon were falling apart. No injury was reported.